Event description:
It is reported that customer received excessive no delivery alarms. Customer reports to have been hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer was hospitalized for two days with blood glucose of 398 mg/dl. Customer states this hospitalization was due to absence of no delivery as cannula was bent. Customer is requesting insulin pump to be replaced as a result. Customer states she was previously denied a replacement due to insulin pump functioning as designed during troubleshooting for high blood glucose. Request for replacement insulin pump has been made. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.